Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Mso statement: per medical safety officer review use of the device cannot conclusively be associated with the outcome. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13274. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and there was access site bleeding. A vacuum-assisted closure of a wound was placed without satisfactory evacuation. An aggressive blood and plasma volume replacement was administered with great results. Anticoagulation was withheld. Support continued following the events, but the patient eventually expired after the family agreed to withdraw care in lieu of hospice and/or comfort care.